Event description:
Customer states: prior to use on a pt a doctor confirmed the evacuation failure. Customer confirmed no pt involvement.

Manufacturer narrative:
Conclusion not yet available. Pending receipt of sample for investigation.